Event description:
A/w socket at lg-plug loosened, leaky. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a510k number k190805. Evaluation summary: it is assumed that the screws were loosened by repeatedly attaching and detaching the adapter to the aw connector. A service manual for changing the screw lock application position was issued on 11jun2021, and training was conducted at the service center.